Manufacturer narrative:
An event regarding a fractured augment was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant cannot confirm the broken augment. Device history review: a device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon was doing a revision of the patient's left hip acetabulum. He implanted a 66mm x 25mm acetabular augment. The augment was fixed with screws and then the surgeon started removing the k wire. During k wire removal about 1cm of the corner of the augment snapped off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Remains implanted.

Event description:
Surgeon was doing a revision of the patient's left hip acetabulum. He implanted a 66mm x 25mm acetabular augment. The augment was fixed with screws and then the surgeon started removing the k wire. During k wire removal about 1cm of the corner of the augment snapped off.